Event description:
Patient reports issues with curlin pump stating when turning it on a message reads restoring data, please wait and then goes to timeout. Rph recommended patient change batteries then try to restart pump. Patient stated they did and the same message appears now allowing them to navigate to another screen. Rph confirmed patient inserted needle sets into the subcutaneous tissue and did manual push of hyaluronidase first, patient stated they did this once before when having pump issue and felt comfortable proceeding. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hyqvia kit -30gm. Hyqvia kit indication: common variable immunodeficiency, unspecified. Did patient miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes. Is device associated with event available for return? - unknown.